Manufacturer narrative:
Unique identifier (UDI): (B)(4) - clinical review of all information currently available concluded the following: although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there was no documentation that indicated there was a causal relationship between the fresenius products and the peritonitis. The pdrn stated that the cause or etiology of this peritonitis event was unknown. The pdrn stated there had been no issue with the peritoneal catheter, and no breach in aseptic technique, but the patient did reveal that recently she had been constipated. A temporal relationship between the patient experiencing constipation (the potential for an increase in transmural transmission of bacteria) and the episode of peritonitis may exist. A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event.

Event description:
Additional information discovered during review of patient medical records (received on 03/28/2017 for an unrelated event regarding the same patient determined that the patient had previously experienced an episode of peritonitis. Additional information received from the patient's pd nurse (pdrn) confirmed that the patient had presented to the clinic with cloudy effluent on (B)(6) 2017. The patient had not complained of abdominal pain. The patient was subsequently cultured and diagnosed with peritonitis. The patient's culture results were positive for viridans streptococcus (vs). The patient was treated with intraperitoneal (ip) triple antibiotics ceftazidime, vancomycin and gentamycin at the clinic and instructed to continue antibiotics for 10 days at home. The pdrn stated that the cause or etiology of this peritonitis event is unknown. The pdrn stated that there had been no issues with the peritoneal catheter, no breach in aseptic technique, but the patient did reveal that recently she had been constipated. The patient was able to continue ccpd therapy on the liberty cycler with antibiotics at home.